Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient called with concerns about his artificial urinary sphincter (aus). The patient states that it has worked perfectly for the last two years and recently he noticed an increase in urine leakage and currently he is leaking almost as much as he was prior to the surgery. He has seen his doctor and had a cystoscopy. He feels his dr. Did deactivate and reactivate his system. The patient also indicated that the dr. Said that everything looked normal but that the problem might stem from the cuff or the balloon. The dr. Wants to schedule the patient for surgery in july. However, the patient is not satisfied with this answer and requested for further information about the system. Petite services specialist sent him activation instructions for him to attempt in case his device has become inadvertently deactivated and referred him to fixincontinence.com for assistance in locating a prosthetic urologist in his area, as the patient is seeking for a second opinion. The patient will contact bsc with updates or further questions.